Manufacturer narrative:
(B)(4). Batch # u5ec2l. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. During further evaluation, the device was noted to be nonfunctional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembly, evidence of corrosion was noted on the motor. No functional testing could be performed due to the returned condition of the motor. It should be noted that product failure is multifactorial. One possible cause for this condition may be exposure to cleaning solution. Please reference the instruction for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open total gastrectomy, a motor sound was different than usual, and no sound was heard when the knife reverse switch was used at the first firing on the esophagus. The staples were deployed properly. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.